Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2020-01577. Results: the jet7 was stretched approximately 109.5 ¿ 111.5 and 117.0 cm from the hub and a hole was present approximately 110.5 cm from the hub. The device had kinks approximately 127.0 ¿ 133.5 cm from the hub. The distal tip was damaged. During functional testing, resistance was experienced while attempting to advance the stretched region of the jet7 through a demonstration neuron max, and the jet7 could not be advanced any further. Conclusions: evaluation of the returned jet7 revealed stretching and revealed a hole in the stretched region. This damage was likely the reported fracture. If the device is retracted against resistance, damage such as this may occur. Further evaluation revealed multiple consecutive kinks along the distal shaft and the distal tip was deformed. This damage may have also been a result of manipulation of the device against resistance during the procedure. The root cause of resistance during the procedure could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet 7 reperfusion catheter (jet7), a penumbra system 3max reperfusion catheter (3maxc), and a non-penumbra sheath. During the procedure, the physician completed one pass using the jet7, 3maxc and sheath. While removing the jet7, the physician noticed the mid-shaft of the jet7 was fractured because saline dripped from fractured area. The procedure was completed using a new jet7, the same 3maxc and the same sheath. There was no report of an adverse effect to the patient.